Event description:
A piece broke off the cadiere forceps for the da vinci robot, but did not break in the patient. It was a not a clean, straight break, but left a very jagged end. The break was not in the metal tip of the forceps, but rather in the plastic, about 0.5 inch up from where the metal tip is attached to the long plastic handle.